Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following implant of this bioprosthetic valve, the patient died. The cause of death was not received. There were no reports that the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. No further information has been received.